Event description:
It was reported that the patient implanted wiht this pacemaker presented to the clinic due to feeling pocket stimulation and pauses in pacing. Interrogation of the device found it was operating in safety mode with unipolar pacing and sensing. The safety mode settings caused oversensing and pacing inhibition, which resulted in some episodes of asystole for the patient. The patient was admitted to the hospital and the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.